Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and advised to bring the patient into the clinic for further evaluation. The patient was brought in and normal impedance measurements were observed. Ts was again consulted and suggested looking into possible sources of electromagnetic interference (emi). The physician opted to perform a revision procedure. During the procedure fluoroscopy imagining did not reveal any significant findings. The rv lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.